Manufacturer narrative:
H6: investigation summary. The complaint investigation for discrepant results when using the bd max cdiff EU (ref. 442555) lot 1039319 was performed by the review of the manufacturing records, retain material testing analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max cdiff EU indicated that lot 1039319 was manufactured according to specifications and met performance requirements. The retain material of bd max cdiff EU from lot 1039319 was tested in negative and the results were as expected. Customer complained about discrepant results on two samples with the bd max¿ cdiff assay. The same sbt was retested but discrepant results were obtained. Customer provided four run files containing the discrepant results (#10, 11, 12 & 13) from instrument ct2233 for investigation. Manual pcr curve adjudication was conducted across these runs. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Twelve samples were first tested in run #10 (5 negative samples and 7 positive samples) and all gave expected results except one sample: sample p04, for which a positive result was expected and gave a negative result. Curve analysis showed no anomaly and no amplification of the cdiff target. The same 12 sbt samples were retested in run #11 and sample p04 still gave a negative result. Moreover, sample n03, that previously gave the expected negative result, gave a late positive result (CT of 33.1) when repeated. Curve analysis showed no anomaly and true but late amplification of the cdiff target. Overall, amplification curves for the unexpected positive results were weak but without anomaly, indicative of true positive results, and revealed that the samples were containing cdiff dna, most probably at the assay limit of detection. Cross contamination between samples or a sample that contained a low concentration of cdiff dna could explain the positive results obtained for sample n03. Sample p04 was expected to give a positive result, and analysis of the results shows a sample at the limit of detection of the assay (CT about 32), which could explain why it gave discrepant results upon repeat. Nevertheless, bd was unable to confirm the exact cause of the customer¿s discrepant results. Overall, no product issue is suspected. There is no indication of an increase in complaints for discrepant result for bd max cdiff EU lot 1039319. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA).

Event description:
It was reported that while using kit bd max cdiff EU 4 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " results from same sbts were changed. ".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd max¿ cdiff catalog number 443418 which has 510k number k130470.

Event description:
It was reported that while using kit bd max cdiff EU 4 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " results from same sbts were changed. "